Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 47 mg/dl. Customer treated by eating jelly beans. Customer also stated that she had a high blood glucose reading of 400 mg/dl. The customer treated with an injection. Customer declined troubleshooting for the high and low blood glucose incidents. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.